Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). (B)(4), lot unk. - part number changed from 04.601.106 to 04.601.112, original implant date unknown. Device is not expected to be returned for manufacturer review/investigation, (parts implanted and discarded). (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during a spine revision oc removal of plate performed on (B)(6) 2016. Screw 04.601.106 had come loose. Surgeon opted to take the screw out, remove the plate and trim the rod by approx 20mm. Part number changed from 04.601.106 to 04.601.112,- occipital clamp 04.161.023 - rod 3.5 prebent l240 tan 04.161.032. This complaint involves 1 part. Concomitant devices reported: this report is 1 of 1 for (B)(4).